Event description:
Boston scientific crm received information that during the initial implant with this right ventricular (rv) lead, the measurements and diagnostics were solid. Approximately one month later during follow-up, the rv lead diagnostics remained stable. Approximately four days later, the patient returned to the hospital with chest pain and breathing problems. A pericardial effusion was confirmed through a CT scan, and fluid was removed immediately. During a revision procedure to resolve the issue, perforation was confirmed as the lead projected 1-2cm outside of the heart shadow near the apex. This lead was extracted without further issue and a new nonboston scientific lead was successfully implanted. No further adverse effects were reported.

Manufacturer narrative:
The explanted lead has not been returned. Should thisead be returned, analysis would not be required based upon available information and nature of the issue. Should more information become available to our company, this event will be reopened and updated as necessary.